Manufacturer narrative:
(B)(4). Results: broken blade. The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred form external contact during activation in addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during the gastrectomy procedure, blade chipped off and locked out. Broken piece of the blade did not drop into pt body. There was no pt consequence.